Manufacturer narrative:
Based on CAPA (B)(4), the broken device reported was likely the result of applying a bending moment to the reamer during use, which led to brittle fracture of the pilot tip feature. If action reported to FDA under 21 usc 360i(f), list correction/removal reporting number: z-2663-2017, z-2664-2017, z-2665-2017, z-2666-2017, z-2668-2017, z-2668-2017.

Event description:
As reported, the tip of the reamer broke off after first initial ream. Patient not affected, no delay, and no issues moving forward in surgery. Patient was last known to be in stable condition following the event.